Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the third week after implant the patient had a fever of 104 degrees and went in to their health care provider (hcp) for blood work and all was normal but to be safe their hcp put the patient on antibiotics. It was reported that at 12 weeks after implant the patient had a "huge knot" and their back looked like "the innards were coming out, like my implant was trying to get out" and they had to have emergency surgery on (B)(6) for a bacterial infection. It was noted that the patient is allergic to most medications and ends up "breaking out in hives and their tongue swells" which keeps them from driving or doing anything with their son. Information omitted pertaining to event (B)(4) - stim in wrong location/post op pain. These events are not related.

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(6), product type recharger; product ID 97740, serial # (B)(6), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported the patient had an infection at the ¿beginning¿ of when they were implanted. Information omitted pertaining to event (B)(4)¿ stim in the wrong location/pain. These events are not related -additional information received reported the patient had no overt evidence of infection but as a precautionary measure was put on antibiotics. It was reported there was no discharge from their wound. It was noted there was ¿some mild superficial erythema that was not inconsistent with normal post-operative healing¿ and there was no swelling, abnormal warmth or wound breakdown. It was reported the patient's cbs was normal. It was further noted at a follow-up appointment on (B)(6) 2014, the patient did not show any evidence of infection.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the hcp reported that the issue was resolved. It was noted that the whole implantable neurostimulator (ins) system was explanted. There were no plans to implant the patient again with an ins device nor would the explanted devices be returned as there were no issues with the devices. It was noted that it was not an infection. It was noted that it was "more of a wound breakdown issue" that was completely unrelated to the ins device. The patient was doing fine now and the doctor believed that there should not be any further issues. The doctor stated that the patient was fine immediately after the surgery and so he did not know why the patient called into the manufacturer.